Event description:
Holes in the urinary catheter that appear to be from where the temperature probe portion of the catheter adhered to the catheter and when separated, pulled off some of the catheter.